Manufacturer narrative:
Evaluation of the returned device confirmed the machine had a major blood spill. Issue caused damage to the power supply and various other components. This report reflects a product issue identified during a retrospective review of service records. No patient or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are record in haemonetics' CAPA record (B)(4).

Event description:
Customer contacted haemonetics (B)(6), 2010 reporting the battery in their orthopat machine will not hold it's charge. No injury or reaction was reported.